Event description:
Customer reported via email: "staff have reported several instances where the spike comes away from the tubing." There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.